Manufacturer narrative:
No parts or files have been received by the manufacturer.

Event description:
A medtronic representative reported that the system went unresponsive at a black screen during a spine procedure while attempting to rotate the 3d model. They rebooted the system and this issue occurred again. Mike rebooted and went to a linux window to attempt to get the logs. While at the linux window, the screen went black again and became unresponsive to where the numlock key would not change the status of the numlock light. The rep reported that the issue occurs each time he tries to manipulate either the 3d or mip views. Using the move button from the left panel, as soon as he grabs the image, the screen goes black. The case proceeded with just orthogonal views and no 3d view. There was no impact to the outcome of the patient.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.